Event description:
Physician reported the implanted intraocular lens appears to be brownish in color. The eye is total quiet, no cell or flare or pain. Visual acuity at one week is 20/200 due to retina problems.

Manufacturer narrative:
H3. & h6 - the device remains implanted. Device history were reviewed and all documents met manufacturing specifications. There have been no additional complaints received for lenses manufactured in this work order.